Event description:
It was reported the parkinson¿s disease patient had experienced ¿skin erosion in the implantable neurostimulator (ins) pocket¿ twice at the time of report. The patient first experienced the issue on (B)(6) 2014, underwent a pocket revision, and then experienced a second erosion on (B)(6) 2014. As a result of the event, the patient¿s physician had decided to replace their ins. The patient was reportedly alive with no injury at the time of report. Initially a replacement procedure had been scheduled for (B)(6) 2014; however the procedure had not yet been performed as of (B)(6) 2014. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was to have their ins replaced the week prior to report; however the replacement procedure "was not performed since an infection was discovered in the ins pocket." The ins was explanted as a result of the event and the replacement of the ins was to be performed after the infection had resolved.